Manufacturer narrative:
All available information was investigated, and the product quality problem (keying issue) on the sgc was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported issue appears to be due to the keying issue on the clip delivery system. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4 and a prolapsed posterior after inserting the clip delivery system (cds) into the steerable guide catheter (sgc), the cds seemed to be keyed correctly. However, while applying the m knob, the device did not steer in the correct direction. The device was re-keyed and the same issues occurred. The cds was re-keyed again, this time intentionally keyed 90 degrees in the clockwise direction and the m knob was able to be steered correctly. The clip was then deployed, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.

Event description:
Fm to add.